Event description:
Procedure type: right colectomy to treat cancer. According to the information reported, the section/stapling of both intestinal extremities (ileac and right transversal) was done with the device, without running stitches or turning in. During the two applications the blade jammed slightly half way through its course, and the surgeon has to force to complete the section. The anastomosis was done using a lateral-lateral method by two semi running stitches using low absorption thread 4/0, on a well vascularized intestinal segment; this is the technique used in this dept for 20 years. No abnormality was detected on the sectioned tissue at the end of the operation; no coagulation was done on the stapled tissues. The first re-operation for suspected peritonitis was five days later, a leak was found at the ileac section. It was reported that the staples did not hold on one third of the line; there was no sign of necrosis on the section; the anastomosis was not leaking and the aspect was good; and no abnormality was detected on the colic section. The problem is treated by cleaning the tissue and suturing by separate stitches with low absorption thread 3/0, and turning in of the rest of the staple line. The second re-operation was performed four days later, for sudden reoccurrence of a pneumo-peritonitis with excess pressure; the anastomosis still looked good, no leak found at the ileac section, which was also looking good, but the colic section was leaking due to the staple line not holding; there was no sign of ischemic necrosis. A decision was made to resect the entire anastomosis zone and a colostomy was done; the lab analysis done on the colic section shows no sign of ischemic necrosis; fortunately the evolution is good.